Event description:
Rn noticed moisture and drops of fluid on the patient. Upon further investigation, it was found that the clear neutron on one of the upper arms PICC's [peripherally inserted central catheter] lumens was cracked/leaking. No obvious cracks/breaks to microclave clear, leaking at connection site at vascular access device. This is the third incident involving cracked and leaking clear neutrons in the shift.